Event description:
Attorney alleges the decedent suffered injuries as a result of having been implanted with breast implants. Attorney also alleges the decendent underwent a bilateral capsule release with the implants replaced. Decedent also underwent bilateral open capsulectomy, removal of ruptured right implant and removal of left intact implant.